Event description:
It was observed during the device inspection, the gastrointestinal videoscope had a foreign material in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
It was observed during the device inspection, the gastrointestinal videoscope had a foreign material in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was oct 08, 2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified; therefore, a root cause could not be determined. Additionally, there was physical damage on the device. The events can be detected and prevented in accordance with the following sections of the instructions for use: "the instruction manual operation manual "evis lucera gif/cf/pcf type 260 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual "evis lucera gif/cf/pcf/sif type 260 series, chapter 3 cleaning, disinfection, and sterilization procedures¿ describes the methods for prevention." Olympus will continue to monitor the field performance of this device.